Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed

Event description:
It was reported that on (B)(6) 2021 patient had anemia, post-op hemoglobin dropped to 6.1 and hematocrit dropped to 20. Patient was transfused with 2 units of packed red blood cells. Additional information stated that on (B)(6) 2021 patient had bleeding on the driveline exit site. IV (intravenous) heparin infusion was placed on hold for 2 hours. The partial thromboplastin time (ptt) was more than 200. Patient noted driveline site oozing frank blood. Manual pressure was exerted for 8 minutes. Heparin dose was originally at 2200, hemoglobin was 6.2, hematocrit was 25, and hemoglobin was 7.8. Hospital discharge was delayed. Subject required o2 supplement as desaturated with walking dyspnea. Diurectics were increased . Chest computed tomography (CT) scan showed small to moderate pleural effusion with adjacent compressive atelectasis. A torsemide dose was increased for diuresis. There were low mean arterial pressure (map) into the 50's. Patient had been aggressively diuresed for pulmonary edema and was net negative 7 liters. The provider ordered 500cc plasmalyte IV infusion. Maps improved to 60's. Patient had elevated serum creatinine 1.25 on (B)(6) 2021 to 1.52 on (B)(6) 2021. Patient's discharge home delayed until a drop in creatinine was seen.

Event description:
It was reported that anemia, driveline exit site bleed, pulmonary edema, low mean arterial pressures (maps), and elevated serum creatinine all resolved without sequelae by (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported bleeding and patient conditions could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 21apr2021. No further information was provided. The manufacturer is closing the file on this event.